Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella rp with smart assist system with automated impella controller. Section: warnings and cautions. ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound. ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿

Event description:
The us complainant had a rp placed to support a patient admitted in with right heart failure and pulmonary embolism. The pump was placed but there were issues, the first being purge pressure alarms that resolved with purge cassette replacement. Additionally, there was bleeding observed which prompted the team to apply pressure and not restart any heparin in the infusion. The team also observed signs of hemolysis. The team unsure if the urine color change was from hemolysis or traumatic foley. The patient survived the event.